Event description:
It was reported, the camera head presented a dark image during an unspecified procedure, nothing could been seen through it. The image was blurred and later went completely dark. There were no reports of patient harm.

Manufacturer narrative:
The subject device underwent visual inspection and functional tests to assess the device status. The reported issue was confirmed. Flickering/intermittent image due to faulty cable unit was observed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "warning ¿ if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.